Event description:
It was reported that the patient presented to the emergency department as they heard a superior vena cava (svc) defibrillation lead impedance warning with measurements fluctuating into the high impedance zone. It was also noted that the rv defibrillation coil showed a trend increase in impedance. The lead was turned off until it was subsequently capped and replaced. No patient complications have been reported as a result of this event.